Event description:
Additional information received from the representative that the cause for the issue was unknown, and they have programmed around the device as an action to resolve the issue. Additional information received from the representative that the issue hasn't been resolved but they have programmed around it and the patient is still doing great.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient has had difficulty connecting to their implant to make therapy adjustments since (B)(6), the handset will start to connect but then "freezes" up, patient would have to restart the handset. Representative (rep) said they were able to connect today after they reset the communicator, but then issue occurred again, and another reset was needed. Technical services(ts) to replace communicator since it's giving patient such difficulty with connecting. Rep reported the 0 electrode is greater than 40k ohms. Rep programmed around it, today. Rep said since (B)(6), patient's battery hasn't been depleting as much. Rep didn't know about impedance issue until today.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 02-aug-2028, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 23-sep-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.